Manufacturer narrative:
Additional information was received that the infection was not procedure related. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description:coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, serial #: (B)(4), description:next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had redness and swelling around the ipg site. Drainage was noticed. It was also reported that the patient had chills and fever. The patient was placed on doxycycline. The physician believed that it was not device related. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient had redness and swelling around the ipg site. Drainage was noticed. It was also reported that the patient had chills and fever. The patient was placed on doxycycline. The physician believed that it was not device related. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.